Event description:
Pt underwent laparoscopic cholecystectomy which was approx. 20 minutes in length. Insufflator pressure was set at 15mmhg and flow was set at 14l/min. After difficulty extubating, the pt was transferred to post anesthesia care unit intubated. Diagnosis of subcutaneous emphysema was made in post anesthesia care unit. Swelling was noted around neck and chest areas and pt experienced pneumothorax. A chest tube was inserted and pt was admitted to intensive care unit.